Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/19/2016 with the following findings: investigation revealed a crack in the battery compartment. In addition, the display was dim and discolored. Unrelated to these issues, the keypad cover was lifted at the ok button; however, all keypad buttons were fully responsive during the investigation. Additionally, the audio bolus button cover was damaged; however, the bolus button was fully responsive during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. In addition, the display was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2016.